Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial start: (B)(6) 2016. The manufacturer representative (rep) reported that they could only get stimulation 0.1ma before they got the "settings not available" screen 59 on the controller. It was indicated that the trial patient could only get to 3.0v on (B)(6) 2016, but now could only get 0.1v. It was reported that the system was not working and a there was a sudden change in therapy/symptoms on (B)(6) 2016. The rep checked and reinserted the batteries in both the external neurostimulator and controller. They were going to evaluate the system and continue testing. Additional information received from the rep indicated that the left lead had broken off where it attached to the cable. All the wires were pulled out, and the patient was scheduled for stage 1.